Event description:
Additional information: it was reported that the patient experienced high flows with low pi events. The patient was suspected with lvad thrombus. The manufacturer's technical service representative reviewed the log file and observed multiple pi events and a speed change on 27mar2019. Power, flow, and pi fluctuations following the speed change was also observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The submitted log file contained approximately 12 hours of data from 27mar2019. The fixed speed was initially set to 9600 rpm and then changed to 9200 rpm towards the end of the log file. Pump power and estimated flow appear to be slightly elevated after the speed change (07:06:15); before the speed change, pump power, estimated flow, and average pi ranged from 6.5-9.6 watts (7.73 watt average), 6.1-12.0 lpm (8.6 lpm average), and 0.7-2.3, respectively; after the speed change, pump power, estimated flow, and average pi ranged from 6.6-12.9 watts (8.42 watt average), 7.7-12.0 lpm (10.0 lpm average), and 1.4-4.5, respectively. The only alarms captured appeared to be associated with routine power source exchanges. The log file captured multiple decreases in speed that appeared to be associated with pi events. The actual speed remains above the low speed limit throughout the captured data and the device appears to be functioning as intended. The pump was returned assembled with the driveline (dl) severed approximately 4.5¿ from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The apical sewing ring, sealed outflow graft bend relief, and bend relief collar were not returned. Evaluation of the sealed inflow and outflow conduits revealed depositions of tissue-like clotted blood. This blood was more denatured in the distal side of the inlet elbow and the proximal side of the outlet elbow. Upon disassembly of the pump body, depositions of denatured blood were found throughout the pump, occluding the inlet and outlet stators and completely surrounding the body of the rotor. These depositions were hard, grainy, and strongly adhered to the pump¿s surfaces. The observed depositions appeared consistent with poor surface washing due to an interruption in flow; however, this evaluation could not confirm if the patient experienced any low flow conditions. These depositions could have caused increased drag on the rotor, which would have resulted in an increase in temperature within the pump that contributed to the observed denaturation. It should be noted that circumferential contact marks were also observed on the outlet section of the rotor, suggesting that the depositions in the proximal side of the outlet stator were present while (B)(4) was supporting the patient. A specific cause for the observed depositions could not be conclusively determined through this evaluation; however, their obstruction of the blood flow path could have contributed to the elevations in power confirmed in the submitted log file and intermittent pump running heard upon auscultation, as well as the elevated ldh reported in per-2019-0046128; cs-122312. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: the initial report aware date was 1apr2019. The correct aware date is 27mar2019.

Manufacturer narrative:
Approximate age of device- 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to diffuse abdominal pain with increased power and increased ldh. The vad was believed to be thrombosed. The patient had a history of non-compliance. Heparin drip and dobutamine was initiated and arterial line was placed. The patient underwent pump exchange on (B)(6) 2019 and aortic valve was repaired.